Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that the pump was losing one to two minutes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/24/2013 with the following findings: a review of the pump¿s history showed a manual time/date change from (B)(6) 2013 13:05 to (B)(6) 2013 13:04. During investigation, a timekeeping accuracy test was performed and the pump maintained time accurately during 5 day duration test and one hour post duration test. The pump cover was opened and the internal clock battery on the circuit board was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.